Event description:
During the lap gastric bypass procedure, doctor received an error 5 message while cutting through omentum. Tried to activate the device again and error 5, instrument error was shown again. Retorqued the instrument and still received error 5. Opened another device and completed the case. No pt consequence.